Manufacturer narrative:
H3: product analysis of 105-5056, lot no: b592516 ¿ as found condition: the marathon catheter was returned for analysis within a shipping box, a plastic bio-pouch, an opened marathon inner pouch (b592516), and a dispenser coil. ¿ damage location details: no damages were found with the marathon catheter hub. No bends or kinks were found with the marathon catheter body. The marathon catheter distal marker/tip was found to be separated from the catheter. The tubing material of the separated end exhibited plastic deformation (jagged edges), indicating the tip separated, suggesting tensile failure. ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿marker band dislodged¿ report was confirmed as the marathon catheter distal marker/tip was found to be separated from the catheter. Possible causes of ¿marker band dislodged¿ include tensile failure, advancing or retrieving the device against resistance, vessel tortuosity, kink/damage in guide catheter which can contribute to resistance during delivery and/or withdrawal, hard clots/calcifications in the navigation tract which may snag the catheter, or catheter tip shaping. However, the cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient is recovering from the procedure in good condition. The cause of the marker band dislodgement/break was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the marker on the marathon catheter broke off and remains in the patient. The patient was undergoing embolization for treatment of an arteriovenous malformation. It was noted the patient's vessel tortuosity was normal. The accessed vessel was the femoral artery with a diameter of 8 mm. It was reported that during the arteriovenous malformation embolization, onyx was injected through the microcatheter. During the operation, it was found that the marker at the tip of the microcatheter was detached, so it was withdrawn and replaced with other products to complete the surgery. It was reported there was catheter separation/break that occurred during use. There was no friction or difficulty during injection. There was no force applied during delivery or removal. There was no vasospasm. The catheter was not stuck inside the guide catheter. There was no surgical or medicinal intervention required. The broken location was in the distal section. The broken segment remains in the patient in the phlebangioma. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a 6f guilding guide catheter and onyx liquid embolic.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.